Manufacturer narrative:
Upon disassembly for visual inspection the driveshaft was worn.

Event description:
It was reported that the core impaction drill heated up after the procedure. There was no patient involvement or adverse consequences reported with this event.